Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The controller device has been returned for evaluation. Clinical details were sufficient to determine no issues with console battery operation or the battery switch mechanism were found. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that an aic (automated impella controller) experienced a battery failure. The aic was removed and replaced by a loaner device. There was no patient harm.